Event description:
It was reported that during a laparoscopic ventral hernia (ipom) procedure with mesh fixation, the first tacker the firing mechanism repeatedly got stuck, and during attempted fixation, tearing of the mesh occurred. Additionally, 4¿5 tacks came out from the shaft without getting fixed into the tissue. A second tacker was opened, but similar problems were observed, including the handle getting locked multiple times and the surgeon being able to fire only 7¿8 tacks out of 15. These issues led to procedural difficulty and dissatisfaction during mesh fixation. Intracorporeal suturing was performed to resolve the issue and complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 - concomitant product: abstack15, abstack15 abs fixation device 15 tacks, (lot# n5f1683y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the product noted one instrument returned without the blister pack. No abnormalities were observed upon inspection of the tube assembly. The device was received fully fired. The handle was actuated, the instrument cycled and a clicking noise was noted on trigger/ handle reset. It was reported that the firing mechanism repeatedly got stuck, and during attempted fixation, tearing of the mesh occurred the reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.